Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer¿s support engineer (pse) replaced the speaker assembly to address the reported issue. The unit passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer¿s product support engineer (pse) reported the occurrence of a primary alarm failure. There was no patient involvement at the time the issue was discovered.